Event description:
It was reported that during an ent procedure the system was unable to validate tools or communicate with the tools. The procedure was aborted due to the inability to validate the tools with the system. No adverse consequences were reported as associated with the event.

Manufacturer narrative:
The reported event that the account was unable to validate any of their smart instruments could not be duplicated onsite by the navigation support specialist. During the device inspection the whole system was checked for functionality and no failure was observed. Everything worked as per specification.

Event description:
It was reported that during an ent procedure the system was unable to validate tools or communicate with the tools. The procedure was aborted due to the inability to validate the tools with the system. No adverse consequences were reported as associated with the event.